Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's investigation. Correction to information provided in b3 of the initial medwatch report: the aware date should have been 28sep2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that the reported event was not related to the subject device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided in h10 of the supplemental medwatch report. Correction: it was inadvertently reported that "the aware date should have been 28sep2022" rather than "the event date should have been 28sep2022".

Event description:
As reported for this event by the customer, during a therapeutic flexible ureteroscopy a spark occurred during the first laser shot with the fiber. The spark occurred at the level of the connector on the device. The fiber sparked/caught fire outside the device. Procedure completed with a new fiber from the same lot with the same device. There is no harm or adverse impact to the patient or to any other persons.the olympus device with the fiber had been set up according to the correct protocol prior to the procedure.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.